Event description:
It was reported that when a patient presented for a routine follow-up, the device was noted to be in backup mode and it could not be interrogated. As such, the physician elected to explant and replace the device. The patient was stable before and after the procedure. No further information is available at this time.

Manufacturer narrative:
The reported field event of backup vvi was confirmed. Performed battery assessment and the battery were at end of life level and having no telemetry is normal. Eri was triggered due to normal battery depletion. Based on all the available parameter and usage information, the battery was at end of life level and having no telemetry is normal. The device exceeded the projected longevity and is considered normal.